Manufacturer narrative:
One cadd-ms3 ambulatory infusion pump was returned for analysis in good condition. Functional testing and visual inspection was performed to verify the reported programming problem. The customer's stated problem was verified. The pump was inspected and powered up, it was found to be losing programming. Further investigation of the pump determined that the microprocessor board was corrupted and is the cause of the issue. The microprocessor board will be replaced.

Event description:
Information was received that this smiths medical cadd ms3 pump repeatedly losing programming. It patient reported that the nurse came out and reprogrammed the pump, but the pump continued to lose programming. Subsequently, the patient switched to back up pump. No patient consequences were reported. No adverse effects were reported.